Manufacturer narrative:
D4: lot number is unknown e1: initial reporter is unknown g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous pe dicle screw (pps) fixation procedure for degenerative scoliosis. It was reported that there was a cement leakage into the segmental vein during a spinal interventional procedure. The cement injection was performed under continuous fluoroscopy at the l5 level. Initially, 1.0 cc of cement was injected, but an additional 0.2 cc was administered, resulting in a total of 1.2 cc. During the additional injection, cement leakage into the segmental vein was confirmed. Imaging using CT/o-arm was performed to check the cement¿s position, and it was considered that the leakage may have extended a few millimeters to the area just before the ivc or possibly into the ivc. No intraoperative complications such as a decrease in blood pressure occurred, and the operation was completed successfully. No additional treatment or surgery was required. There was no patient symptom reported. There were no further complications reported regarding the event.